Event description:
Hologic field applications specialist (fas) reported on behalf of customer one sars-cov-2 tma run, wl (B)(4), using assay lot 295582 on panther instrument sn (B)(4) which had an increase in positivity rate. (B)(6). The information provided by the customer was insufficient to characterize any sample as a confirmed false result. Results were not reported to patients.

Manufacturer narrative:
Hologic technical support (ts) reviewed logs and found no hardware or reagent preparation issue; the root cause was likely due to kit contamination. The wl in question was one of two runs with an increased positivity rate; no further issues were seen when customer prepared a new kit and performed subsequent runs. Hologic product applications specialist (pas) reviewed logs and could not confirm if the increase in positives was due to sample mishandling. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (eua(B)(4)), aptima sars-cov-2 (eua(B)(4)), and aptima sars-cov-2/flu (eua(B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.